Event description:
It was reported the glenoid handle did not clip or hold the sizer and was discovered to be fractured upon investigation. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Visual examination of the returned product identified shows signs of use as well as wear and tear. The handle has light scratches from use. The tips on the body of the device are damaged and no longer in original position. The plunger of the handle has also fractured and is no longer complete. Fractured piece of the plunger was not returned. Device has a possible field age of 1+ years. Verified product identifiers and measured features of the handle to confirm the device is conforming to print specifications review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. Complaint is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.